Event description:
The customer reported a pt burn from an extended blade electrode. The burn was at the incision site on a breast augmentation procedure. The degree of burn was unk but it was addressed by the affected tissue being cut out and closed without incident. Arcing was noted at the moment of the injury. The arcing occurred where the extender meets the pencil. The site reported noticing a tear in the insulation. The pencil was a medline pencil and sent back by the customer for return of medline. The incision site was closed without incident. The pt is fine with no long term injury.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been rec'd and is under eval. When the device eval is complete, a follow-up report will be submitted.